Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect and no external power alarms on the system controller, serial number (B)(6), was confirmed via review of the submitted log files. The log files were reviewed for the reported event date (B)(6) 2025. The black and white power cables were disconnected from external power starting at 2:32:15; while external power is disconnected from the system, a driveline disconnect alarm was observed at 02:41:01. The controller was shut down at 2:41:08. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 30jun2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power & driveline disconnect alarms. This section also states the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook , section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review which captured the power, flow, and pulsatility index (pi) all decreasing on (B)(6) 2025 at 20:07. At 2:32 power is removed from the system controller leads and followed by the driveline being disconnected at 2:41.